Event description:
It was reported that "dr was implanting the poly in the tibial tray. Th e poly was difficult to seat. He was using the triathlon impactor that comes in the set. It made a score mark in the poly. He did not think the impactor should be used for the poly. We had to open another poly liner. He used a different impactor. It seated fine."

Manufacturer narrative:
Visual examination, device history review, complaint history review, functional testing. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Functional testing indicated the location of the observed gouge could not have occurred while the insert impactor was aligned with the insert consistent with the surgical technique.conclusion: appears to be user related.